Manufacturer narrative:
Quality control (qc) and calibration results were within the laboratory's limits prior to the event. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the cap piercer blade wash drain valve was obstructed. The debris was cleared but a slight leak was observed from the bottom of the cap piercer wash station. The fse replaced the entire cap piercer assembly which resolved the issue. Service activity was verified. The failure mode is an obstructed cap piercer waste valve.

Event description:
A customer contacted beckman coulter (bec) reporting that the sample racks were wet when offloaded from the unicel dxc 800 pro synchron chemistry analyzer. The customer was unable to determine the cause of the liquid on the sample racks. The leak was contained within the instrument. The customer also reported that erroneous results were generated as a result of this event and were reported out of the laboratory. A review of patient results data provided by the customer confirms chloride (cl), sodium (na), calcium (calc), and glucose (gluc) results were generated that did not meet bec standard deviation (sd) total precision per the assay labeling claims. The samples were repeated and corrected result reports were issued. The customer reported that there was no impact to patient treatment as a consequence of the initial results released from the laboratory.